Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the monitor screen froze. The physician reported this occurred multiple times. The procedure was completed using another bronchoscope, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope bflex 5.8 single-use bronchoscope was not returned to verathon; however, the customer did return the glidescope core 15-inch monitor and glidescope core quickconnect cable most likely used during the reported patient procedure. A verathon technical service representative evaluated the returned monitor and cable but was unable to confirm the reported freezing image. When connecting the customer's monitor and cable to a known, good, test verathon bflex bronchoscope, the video feed produced a normal image. The verathon technical service representative left the devices connected for up to an hour and confirmed no freezing had occurred to the image. The camera image quality test was performed and passed for both the returned glidescope core 15-inch monitor and glidescope core quickconnect cable. Verathon was unable to evaluate the reported glidescope bflex 5.8 single-use bronchoscope due to it not being returned for further investigation. Upon completion of the evaluation, the glidescope core 15-inch monitor glidescope and glidescope core quickconnect cable were returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.